Event description:
Caller alleged discrepant inratio2 inr results in comparison to an unspecified point of care (poc) inr result. Results are as follows: date: (B)(6) 2013, inratio2 inr: 1.6 and 6.1, poc inr: 2.1. The time between testing was a few mins. Reportedly, multiple drops of blood was added to the strip and the finger was ''milked." Therapeutic range 2.0 - 3.0 for pt. There was no reported adverse pt sequela. There was no additional info provided.

Manufacturer narrative:
It is indicated that the product is not returning for eval. Therefore, investigations of the complaint to determine root cause cannot be completed. Retain strip testing results met both accuracy and precision criteria. Based on the info available, there is no indication of a product deficiency. No corrective action is required at this time. Improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. The 51 discrepant complaints have been reported for the production lot, yielding a complaint rate of 0.03%. Due to this low occurrence rate, below the action threshold, a corrective action is not required at this time. There is no corrective action at this time, as no product deficiency was established.